Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a hernia repair the needle fell off. There was no harm to the patient. The unit was retrieved and the same device was used for the rest of procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more and surgery time was not delayed by more than 30 minutes.